Manufacturer narrative:
Motor error alarms during rewind due to motor encoder signal out of phase. Unable to verify motor position alarms in history due to motor error alarms during rewind. Unit had scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 238 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.